Event description:
It was reported that the patient presented to ER after receiving multiple shocks. Perforation was observed and it was noted that the lead was picking up myopotentials associated with the diaphragm. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.